Event description:
It was reported that the programmer had a long boot-up time, the printer was not working, and the fan was making noise. Follow-up information received confirmed the programmer functioned normally after the long boot up time. The programmer was returned for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the longer boot time, the hard drive was reconfigured and software was reloaded to resolve. Noisy fan and printer issue also confirmed. It was further noted that the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose and the stylus was missing. Concomitant medical products: product ID: 2067, radiofrequency head. (B)(4).